Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. It was found that the umbilical cable was not functioning properly. The cable was replaced and the issue was resolved. The damaged cable has not been received by the manufacturer for evaluation. A software investigation was also completed. It was determined that the imaging system software was functioning as designed. Root cause of the reported issue was attributed to a damaged umbilical cable. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. This event was identified during a retrospective review as discussed with the FDA (B)(6) district office on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that during a spinal fusion procedure, communication could not be established between the mobile view station (mvs) and the image acquisition system (ias). The message, "waiting for mobile view station to communicate" was displayed on the system pendant. The system was rebooted without resolution. The use of the imaging system was discontinued because of this issue. The procedure was completed successfully with a c-arm after a reported delay of 40 minutes. The patient was not impacted.